Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman truseal access system (was). Intra cardiac echocardiogram (ice) revealed a circumferential pericardial effusion located around the laa pre procedure. The was was advanced and used to dilate the interatrial septum before crossing to the left side of the heart. Transseptal puncture was performed using a versacross access solution kit. The double curve truseal ice catheter was used in an attempt to locate the position of the transeptal puncture radiofrequency (rf) wire and was as neither were visible in their intended locations. The patient became hypotensive and a pericardial tap was performed. Approximately 1600cc of blood was removed from the patient. A blood saturation test determined the blood originated from the left side of the heart. Protamine was administered and the patient underwent monitoring until the pericardial effusion stabilized. The laa closure procedure was aborted to be rescheduled in the future. During physician monitoring, the patient became stable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.